Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number qbmhph, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a skin lesion excision procedure on (B)(6) 2020 and a suture was used. During the procedure, the suture pulled off the needle when drawing the suture after piercing the skin at the first stitch during the surgery. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.